Event description:
It was reported that following a revision of rejuvenate femoral stem for fibrous, pseudo-tumor it was discovered that the patient exhibited evidence of metallosis and abductor deficiencies.

Manufacturer narrative:
Reported event: an event regarding altr and metallosis involving a rejuvenate modular device was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows significant amount of blood on the device and there is evidence of bone attached to the device. Refer attached pics. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Device history review: not performed as no lot was provided. Complaint history review: could not be performed as lot code information was not provided. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 4 undated, unlabelled color photos of explanted intact rejuvenate stem and attached modular neck with some boney on-growth proximal stem with manufacturer's marking on stem visible - no gross pathology noted. Undated x-ray: ap left hip with uncemented, modular stem tha, reduced, nominal position with lateral femoral cortex defects and marked periarticular radio- dense particulate debris. No clinical or pmh, no patient demographics, no operative reports, no dated serial imaging studies. No lab or surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Conclusions: voluntary recall ra was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr and metallosis is considered not to be under the scope of this recall. No further investigation is required. Corrective action: ncr was initiated on (B)(6) 2012 because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. See CAPA for corrective actions associated with this ncr. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra was issued. H3 : device not available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that following a revision of rejuvenate femoral stem for fibrous, pseudo-tumor it was discovered that the patient exhibited evidence of metallosis and abductor deficiencies.